Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt went to the ER due to pain in both legs from the knees down to the feet. The trial lead was explanted and discarded by the facility. F/u indicated that the issue was resolved and the pt was referred to neuro-surgeon for permanent implantation.